Event description:
Received notification from alere (roche) that coaguchek test strips are recalled and to notify md for alternate test plan until new strips arrive. I was also instructed to discard the strips. On (B)(6) 2018 alere home test coag test result slight out of range = 3.3. Will have a retest done at the lab today and notify my md.